Event description:
It was reported the patient (pt) is needing MRI of the breast, and healthcare provider (hcp) is inquiring if pt is eligible. Hcp reported the pt said the spinal cord stimulator (scs) has been "abandoned for many years" and they have don't have a programmer with. Hcp reports pt said they stopped using the scs because it "didn't do what it was supposed to". Hcp noted pt had MRI in 2011 and a note at that point also indicated that the scs was "abandoned".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.